Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided; the photo shows tissue. Ooze can be seen on the photo. No reload can be seen on the photo. As no reload can be seen on the picture, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Medical device - batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second or third firing of the stapler, with a green reload, after firing the stapler, the doctor opened the jaws of the stapler and noticed green plastic shavings from the reload. The shavings were removed with a grasper. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data. Investigation summary: one photo was provided; the photo shows tissue with ooze. What appears to be three small pieces of green plastic can be seen on the tissue. However, it could not be determinate if the plastic belongs to the cartridge as no reload is showed on the picture. As no reload can be seen on the picture, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Investigation summary : video received: upon visual inspection of a video, the following was observed: at the 5:19 mark is introducing the first surgical instrument that support the that appears to be the liver. At the 7:00 are introduced other instrument to the body and at the 8:20 mark is introduced a little measuring tape and measures the tissue. At the 8:48 mark the tissue is marked with a purple color. From the 10:34 mark to 36:44 the tissue is cut and sterilized. At the 36:45 mark the device is introduced with a black reload loaded and at the 38:48 mark the device is firing and at the 38:53, the device is removed of the tissue and staple line and cut line were as expected. At the 39:57 mark the second device is introduced with a green reload loaded, at the mark 40:02 the tissue is placed between the jaws of device and at the mark 42:24 the device is firing and removed of the tissue and staple line and cut line were as expected. At the 43:10 mark it was noted slightly bleeding in a different area of staple line. At the 44:17 mark the area of bleeding was cauterized. At the 45:09 the third device is introduced with a green reload loaded and at the mark 49:28 the device is firing and removed of the tissue and staple line and cut line were as expected. At the 50:00 mark an excess of tissue is removed and for this reason a staple is deformed and at the 50:11 the staple is removed from the tissue. At the 51:18 the four device is introduced with a green reload loaded and at the mark 52:32 the device is firing and removed of the tissue and staple line and cut line were as expected. At the 52:48 one needle/suture combination is introduced and start suturing from 52:49 to 1:08:00. At the 1:08:24 a second needle/suture combination is introduced and start suturing from 1:08:24 to 01:16:41. At the 01:17:55 a third needle/suture combination is introduced and start suturing from 01:18:12 to 01:20:24 and the suture is cut by the user. At the 01:20:46 start suturing with the same needle/suture piece and at the mark 01:22:37 finished of the suturing. At the 01:25:27 mark the user checks that the operation is good. At the 1:28:33 mark the cut tissue is taken to be removed by a trocar. At the 1:28:34 mark a suture is introduced through of tissue and the user begin to suture the hole when the trocar was introduced. Based on the video alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.